Manufacturer narrative:
This report is related to previously reported complaint of insulation anomaly, MFR number 2938836-2013-04850. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report is related to previously reported complaint of insulation anomaly, MFR number 2938836-2013-04850. New information received on mar 8, 2019, indicates that the lead had externalized conductors.